Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions or air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. Customer stated they were unable to resolve the air bubbles when changing out the infusion set. The customer's blood glucose was 354 mg/dl. The customer declined to troubleshoot for their blood glucose. The customer agreed to return the reservoir for analysis.